Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the cutter could not be secured. During repair, it was observed that there was a broken piece of cutter in the cutter lock spindle. It was determined that the cause of the cutter being broken was due to excessive force while in use and not due to a cutter issue. It was further determined that this is what caused the locking mechanism to malfunction. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an in-service at a customer facility, it was observed that the attachment device was having an issue with the locking mechanism. The reporter stated that when inserting dissection tools into the distal end of the attachment the attachment's locking mechanism was not opening wide enough to receive the dissection tool and the dissection tools could not be fully seated and therefore could not be secured into place. During service and repair, it was observed that an unknown piece of cutting burr was stuck inside the attachment device. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.